Event description:
The customer reported a fluid leak of approximately 2ml from a coulter act diff 2 analyzer during instrument shutdown. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer found that the red blood cell (rbc) bath overfilled during shutdown. The customer called customer technical support and was advised to wear appropriate personal protective equipment prior to beginning troubleshooting. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A customer technical support representative (cts) led the customer through troubleshooting procedures via telephone on (B)(4) 2015. The cts had the customer clean up the spill, and determined that the instrument memory had somehow been deleted. The cts had customer reboot the instrument, reset instrument settings, and run quality controls (qc), which resolved the issues. (B)(4).